Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was informed to call back if any issues reoccurred. The customer acknowledged and understood the guidance provided and was advised that they could continue to use the pump.